Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) 440 mg/dl, a foot infection, and diabetic ketoacidosis. The cause of elevated bg was unknown. Customer was unsure if the foot infection was related to the event. Subsequently, customer was hospitalized. Treatment was administered with intravenous insulin, and saline. No information was provided regarding the release date, however the customer indicated no permanent damage was sustained.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.